Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). Device evaluation: the returned sample was evaluated. Visual inspection with the unaided eye revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Dimensional inspection was performed on both haptic widths and thickness, and the measurements were within specifications. Based on the return condition of the lens no further product evaluation (further visual inspection and additional dimensional inspection) could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (model zlb00 24.0 diopter) in patient¿s left eye (os), there was a stuck cartridge issue. They managed to finish up the surgery, but some marks on optic zone were noted when examined after the operation. The patient complained about discomfort of vision due to blur spot. Reportedly the lens was explanted in a secondary surgical procedure. Lens from another manufacturer was used as replacement for the patient. No further information provided. Visual acuity pre-operative: 0.5, visual acuity post-operative: 0.8. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye (os). A separate report will be filed for the right eye (od).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.